Event description:
The customer reported via phone call that they experienced high blood glucose level. Blood glucose reading was 404 mg/dl. Customer stated they experienced increasing high blood glucose during night and early mornings randomly. The blood glucose reading at the time of call was 201 mg/dl. The customer did the troubleshoot for the high blood glucose incident and did not find any unusual with insulin pump. The pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.